Event description:
Additional information reported the patient was scheduled for replacement but cancelled due to financial reasons.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient complained of increased pain. When the patient went for a pump refill, there was 11.2cc¿s in the pump, the expected volume was 2.6cc¿s. The logs showed several motor stalls with recovery. It was noted the stall recovered after more than 2 hours. They planned to explant the pump (B)(6) 2014. The patient status at the time of the report was alive, no injury. No drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.